Event description:
It was reported that the basal software did not suspend insulin delivery properly. As a result, the customer's blood glucose (bg) level lowered to 49 mg/dl. Customer consumed crackers and glucose tablets to address bg. The customer was instructed to consult with healthcare provider regarding low bg.